Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the guidewire was received in two fragments; the guidewire was bent at the fracture site and the platinum coil was stretched. Functional could not be performed based on damage to product. From the condition of the guidewire at the fracture site, it appears that the guidewire may have separated due to over torqueing and bending, which may have occurred due to excessive manipulation of the guidewire through the moderately tortuous anatomy. It is likely that the kink observed at the proximal section during the product analysis was also caused due to excessive manipulation and torqueing of the guidewire. The reported event was confirmed based on the product analysis. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
It was reported that during procedure, the tip of the guidewire broke off inside patient in the carotid artery and had to be retrieved with a snare device. There were no clinical consequences to the patient.

Event description:
It was reported that during procedure, the tip of the guidewire broke off inside patient in the carotid artery and had to be retrieved with a snare device. There were no clinical consequences to the patient.